Manufacturer narrative:
Result: faulty cpu board caused scale to malfunction.

Event description:
It was reported by svc report that the scale was not working properly. No pt involvement or adverse consequences were reported.